Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, the surgeon reported that device was able to lock jaws on tissue but abnormal strength was need to squeeze the handle. Surgeon already had a black reload in the handle and decided to change it as the surgeon was afraid to encounter abnormal staple formation. With the second handle, procedure was completed. There was no patient injury.